Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation. After implanted post implant balloon valvuloplasty was performed to treat perivalvular leak.

Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. Potentially, due to procedural conditions (implant depth), however this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation. Heavy calcification was present on all three leaflets. Pre-dilatation was performed with 24mm true balloon (based on perimeter derived). The navitor was implanted at a depth of 2mm non-coronary cusp and 5mm left coronary cusp. No under or non-uniform expansion was observed. After implant, mild-moderate perivalvular leak was present. Post implant balloon valvuloplasty was performed with a 24mm true balloon, reducing the perivalvular leak to grade mild.